Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with high blood glucose of 634 mg/dl. The blood glucose went up to 500 mg/dl and did other things that did not work. Customer treated high blood glucose with the manual injection. Customer also had the problems of nausea frequent urination and thirst. Ran a self test which was passed. Customer did not wish to troubleshoot for set and reservoir issues, site issues, pump programming, or run a hp test. Customer advised to call back to run a hp test if possible. The device will not be returned for analysis.